Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with audible and vibratory sounds. The display screen has normal contrast. The keypad is fully intact and all keys responded appropriately. The ezprime sequence performed with no issues. The alarm history and black box show no unusual activity, only typical usage. Investigators were unable to duplicate the reported complaint during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The patient stated that there were "weird numbers on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.